Event description:
The user facility reported that the doctor deployed the angio-seal device with the intent to achieve hemostasis. When he pulled the device back, the anchor was stuck in the sheath. He then removed the angio-seal and applied manual compression to the puncture site to achieve the hemostasis. The patient was stable, and the procedure was a success. The estimated blood loss was less than 250cc. Additional information was received at 30 sept 2022: the procedure performed was a peripheral arterial occlusive disease procedure using a 6 fr procedural sheath. A pre-deployment angiogram was performed. There was no difficulties with arterial access, sheath, guidewire, or catheter insertion.

Manufacturer narrative:
Implanted date - device was not implanted explanted date - device was not explanted the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The device was returned fully mated and in the fully rear-locked position. The anchor was visible within the opening at the distal tip. No damage or deformation to the device was identified. Functional testing was performed by attempting to reset and redeploy the returned device. The device was reset to the forward lock position and the anchor was able to deploy from the distal tip. The device was reengaged and set to the fully rear-locked position. However, the anchor was unable to post properly to the distal tip. Deployment testing was continued by attempting to manually pull on the anchor to deploy the internal components. However, the suture was broken during the process and the anchor and collagen were pulled from the device. The carrier tube was removed from the hemostasis sheath in order to continue deployment testing of the suture. The suture continued to break during testing, and the carrier tube hub was subsequently opened to further inspect the spool of suture. The spool was found to have been intact, but deployment testing was unable to be completed as the component continued to break. The complaint was able to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).